Manufacturer narrative:
(B)(4). Insulin pump p-cap test reservoir locked properly in place. The pump passed the displacement test. No unexpected pump error or pump error alarms noted during testing. However, pump error alarmed during self test and confirmed in the formatted history file due to broken trace at keypad assembly. The pump was cup open and no moisture damage on electronic assembly noted during testing. The pump was received with a cracked case (battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarm and complete the rewind process . No harm requiring medical intervention was reported. The insulin pump was returned for analysis